Event description:
It was reported that during a lap cholecystectomy procedure, when the surgeon fired the device, the clip deployed and as the surgeon was pulling the device back to place another clip, the existing clip pulled back with the device, but not off of the vessel. Another device was pulled to complete the case with no patient consequence.

Manufacturer narrative:
D4;h4,6: info anticipated, but unavailable at this time.